Event description:
It was reported that the patient developed an infection in the generator pocket a couple of months after implant and was undergoing surgical intervention. It was unknown if the device would be replaced or explanted. It was later reported that the surgeon opened the incision and did a wash out and then reclosed the site. No additional relevant information has been received to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
The physician indicated that cultures showed staph aureus. Review of device manufacturing records for the generator confirmed sterilization prior to distribution.